Event description:
The pump and a partial catheter were returned for analysis. No information was provided on the event. A follow-up report will be s ubmitted if new information is obtained.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. Analysis of the pump (B)(4) revealed a pump motor gear train anomaly involving corrosion and also a pump motor feedthru anomaly. Analysis of the catheter (B)(4) revealed a sutureless connector that was damaged at explant. Only the titanium housing was returned for analysis.